Manufacturer narrative:
Findings: unit received with cracked end cap. Unable to verify alarm due to cracked end cap. The drive support disk was inspected and no anomalies noted. Unit received with cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and minor scratches on lcd window. Unit received with corroded battery tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.